Event description:
Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with 2 same type of infusion sets used for 2 days. The blood glucose level of the patient was 22 mmol/l which the patient tried to treat it with multiple daily injection. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.